Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent ventricular oversensing resulting in pacing inhibition. The oversenisng was noted after patient's lvad was last checked and updated. Reviewing any changes to the lvad was suggested. The patient complained of presyncopal symptoms (dizziness). In clinic, programming changes were made. No more issues were noted. The patient did not experience any symptoms.